Event description:
It was reported that the patient was experiencing an increase in seizures and has been referred for potential generator replacement. The patient's generator reads ifi=yes. As previously reported in manufacturer report number: 1644487-2009-01430, the patient has a history of seizure flurries, and it is not uncommon for the patient to have a flurry of seizures. Attempts for additional information have been unsuccessful to date as the reporting site does not provide additional information. Although surgery is likely, it has not occurred to date.

Event description:
The patient had prophylactic generator replacement surgery on (B)(6) 2013. The explant facility is a no-contact account and does not return explant devices to the manufacturer for product analysis. The implant card was received and confirmed the reason for replacement as near end of service.